Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
The sales associate reported a screw sheared off during a 2 level acdf procedure. While screwing into lateral awled hole at c4-5 on optio-c implant, a 14mm self-drill screw sheared a thin piece of metal off as it was tightened. The piece remained attached to the screw so nothing more was done. It remained in the patient and final lock placed on all screws.